Event description:
It was reported that there was no problem during the procedure; however, 4-5 hrs post-op the pt complained of chest pains. The pt returned to the cath lab with cardiac tamponade and approx 450-500cc of blood was removed. The coronary was re-shot and everything was fine. The lv was shot and everything was fine. In review of the film, the physician believes that the guide wire was pushed into a diagonal branch and feels that is what perforated the artery. The perforation is felt to have self-sealed with no further intervention required.